Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open after the device had sealed and cut the patient¿s tissue. The device was removed from the patient by resecting tissue adjacent to the jaws. There was no injury to the patient.